Event description:
Death from unk cause, pt had electrodes on back when found. Data usage shows device used on 4/28/1998. Police are investigating, but do not believe cause of death to be device. Mother and brother believe death do to seizure or overdose. Medical examiner to perform autospy.